Event description:
Coopervision was made aware by a pt who stated they had an eye infection in the left eye. The pt consulted an eye doctor. Coopervision was unable to obtain specific info on the diagnosis. Lenses were returned and inspected. Coopervision analyzed and inspected the returned lenses and established that the lens parameters were within standard specifications.